Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon had difficulty opening the atw35 instrument after the 1st fire. Another atw35 was opened and used to complete the case. There was no consequence to the pt.